Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime insulin pump during the prime test due to a loose drive support disk. A scratched display window and cracked battery tube threads noted.

Event description:
The patient called to report an alarm during normal use. The patient also stated that his blood glucose was 67 mg/dl, and had been treated. Troubleshooting was performed, and the drive support cap was protruded. Advised the patient that the insulin pump would be replaced. Nothing further was reported.